Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was performed and the stimulation was improved. Patient do not like tonic and wants burst. As a result, surgical intervention may occur at a later date to address the issue.